Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a loss of stimulation. Reprogramming was unable to resolve the issue. It was found that the patient¿s lead had migrated. To address the issue, the physician repositioned the lead on (B)(6) 2020, which resolved the issue.